Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and a21 error test. No a21 and a17 alarm noted. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump downloaded in the carelink software and all bolus deliveries registered properly in the carelink history report noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, cracked display window and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received several unexpected restart alarms and multiple external ram error alarms. The customer's blood glucose was 190 mg/dl at the time of incident. The customer stated that the data was missing when downloading the insulin pump. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.